Event description:
It was reported that this implantable cardioverter defibrillator emitted beeping tones and recorded code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Data from this device was not received for analysis. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected fields: -b3 (date of event): corrected to 11/30/2020 as analysis found this was the day the code 1003 was triggered. The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device emitted beeping tones and recorded code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Data from this device was not received for analysis. This product remains in service and will possibly be scheduled for replacement. No adverse patient effects were reported.